Manufacturer narrative:
Corrected information: d10, h3= the device was not returned to cook for investigation. Summary of event: it was reported via medwatch mw5090508, during an ivc filter retrieval procedure the gunther tulip vena cava filter retrieval set's hub detached. According to the initial reporter, when pulling the catheter out of the patient, the device separated at the hub. The ivc filter was successfully removed, despite the separation. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event. Investigation evaluation: a review of the documentation, instructions for use (IFU), and manufacturing instructions was conducted during the investigation. The complaint device was not returned; therefore, a complete device failure analysis could not be performed. A document-based investigation evaluation was performed. A review of the device history record for non-conformances was not possible due to the lot number not being provided. A search for complaints on the same lot was also not possible due to the lot number not being provided. The device history file was reviewed, and risk controls are in place for this failure mode. Because there are adequate inspection activities in place, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. No evidence was provided or observed suggesting that the complaint device was out of manufacturing specifications. The product IFU warns that excessive force should not be used to retrieve the filter. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause cannot be established. This case was evaluated for risk and no additional risk mitigation activity is recommended. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported via medwatch mw5090508, during an ivc filter retrieval procedure the gunther tulip vena cava filter retrieval set's hub detached. According to the initial reporter, when pulling the catheter out of the patient, the device separated at the hub. The ivc filter was successfully removed, despite the separation. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.